Manufacturer narrative:
(B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A lot history record review was completed for lots 3000466430, 3000461029, and 3000458378 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They noticed a white fragment entering on jaws and dropping into the tunnel.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They noticed a white fragment entering on jaws and dropping into the tunnel. It was not retrieved as it was not recognised at the time. I am not certain it has remained in the leg as it is very small and cannot be seen later in the video. A drain was also inserted into the leg which may have evacuated the piece if it remained in the leg. The procedure was completed using the same device. There was no procedural delay. There were no effects to the patient.

Manufacturer narrative:
Tw # (B)(4). Updated sections: a2, a3, a4, b3, b4, b5, b7, d9, g3, g6, h2, h6, h11.